Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep found the gantry rotor in the wrong position. The rep adjusted the rotor and completed a motion calibration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry doors would not dock. Also, the system would not dock. It was also noted that the gantry doors would not close. There was no patient involved.